Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was separated the following information was received by the initial reporter with the following verbatim: verbatim: over the weekend, we had a patient¿s quad-fuse become disconnected on more than one occasion where it connects to a piece of extension tubing on a central line. Have you heard of this happening before? And if so, what have other places done to alleviate this problem? The reference # on the product is mz9283 and the lot # is 22129236, if either of those would be helpful. This is the sub for our normal quad-fuse extension sets. Appreciate your help!

Manufacturer narrative:
DHR: no product or photo was returned by the customer. The customer complaint of quad-fuse disconnected from the extension set could not be verified due to the product not being returned for failure investigation. Device history record review for model mz9283 lot number 22129236 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.